Event description:
The customer reported that he obtained the results 871 mg/dl and 761 mg/dl on his accu-chek aviva system. Numeric reading range of device is 10-600 mg/dl. No adverse event reported. New system sent to customer and return requested.